Event description:
After the visi-pro stent was implanted on (B)(6) 2015, the physician became aware that the expiration was 2015-03-23. No injury to patient reported. Evaluation of the manufacture records confirmed that the product was used after its expiration date.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device confirmed this device was used after the labeled expiration date.